Manufacturer narrative:
No device serial number or reporter/facility info. (B) (4).

Event description:
Received maude report stating ventilator was alarming and pt was not being ventilated. Pt was manually bagged, and was placed on a second ventilator. Unit has not been inspected by npb.